Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to diabetic ketoacidosis (dka). While wearing the pod, the patient's blood glucose level reached approximately 32 mmol/l (576 mg/dl). The patient was treated with intravenous insulin. At the time of reporting, the patient had been hospitalized for three days and was expected to be discharged later that day.